Manufacturer narrative:
The insulin pump was received with no button response, due to corroded keypad traces. No button error alarm occurred during testing. Displacement test could not be performed and operating currents could not be verified, due to no button response. The device was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and a button was not working. Customer's blood glucose was 192 mg/dl. Customer stated the device was not bumped, dropped or exposed to moisture. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.